Event description:
It was reported that the admin set was between the pump segment and the hose. There was no reported patient involvement. It was stated that there was no human harm/adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 11/19/2025. H3: the device samples and photos were received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which found during the inspection that leaks were observed in a total of 6 samples, 1 in the union between the pump tube and 5 between the tube adapters. The customer complaint was confirmed. Inconsistent solvent coverage at the tubing-to-adapter bond during manufacturing at the tijuana site, leading to micro-channels and leakage was the probable cause of the issue.

Manufacturer narrative:
H3: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. There was leaking of the tubing found during testing. The complaint made by the complainant was confirmed. The probable cause was due to an inconsistent solvent coverage at the bond during manufacturing.